Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced dizziness and poor performance with the device. The device was explanted on (B)(6), 2011. There are currently no plans to reimplant the patient with another device.